Event description:
A (B)(6)lb patient was being lowered into her hospital bed using a t.h.e. Ultralift. The lift was placed at a sixty degree angle to the bed and only the right leg was placed beneath the frame of the bed. One staff member worked the controls and was lowering the patient gradually. Another staff member stood to her right and was pushing the patient towards the center of the bed. A third staff member was pulling the patient from the opposite side of the bed. As the staff worked in unison to gently lower the patient into a proper position, they unknowingly altered the center of gravity. They also forgot to manually widen the base of the lift by driving the legs further apart. All of these actions (and inactions) created an unstable situation until a safe threshold was surpassed causing the device to slide out from under the frame of the bed. It kicked up and out while striking the operator in her right leg. Fortunately the patient was sufficiently low enough at that point and landed safely on the bed.